Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(6) 2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the front bezel to address this event.

Event description:
This ventilator was identified with a nav-ring issue. It was unknown if this event occurred during clinical use - however, there was no harm reported. The event date was not specified, estimate used.